Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was exhibiting programming issues. Clinician had change programming from bi-ventricular (bi-v) feature to right ventricular only, yet still the device continued to show pacing as tracking. Patient is known to have right atrial (ra) lead issues with noise, reproducible in the clinic. In addition, the ra lead is now causing false mode switch, inappropriate pace rates, threshold and impedance is dropping. This patient is currently in cancer treatment, it is not known if radiation treatments have been performed. Data analysis was performed and this device is functioning normal. Technical services indicated that bi-v was programmed on and provided reprogramming recommendations. This device remains in service. No adverse patient effects were reported. The ra lead is a non-bsc device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).